Manufacturer narrative:
Concomitant medical products: product ID: 39565, lot#: unknown, explanted: (B)(6) 2022, product type: lead; product ID: neu_unknown_ext, serial#: unknown, explanted: (B)(6) 2022, product type: extension. Other relevant device(s) are: product ID: 39565, serial/lot #: unknown ; product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins did not remain recharged for a long time. The stimulation intensities used, quickly consumed the battery. The patient experienced pain at the extension location. It was found by the medical team that the patient already had resistance to therapy, due to the time of use and the fibrosis that involved the place where the electrode was located. A reoperation was performed and the electrode was tested using a test lead and external neurostimulator (ens). The device system was explanted. The patient will not be implanted again. It was noted that the manufacturer representative did not see problems with the system. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified that the patient¿s system was composed of an ins that was directly connected to a lead; there was no extension involved. No further event information was reported and there were no further complications reported or anticipated.

Manufacturer narrative:
H3: the implantable neurostimulator (ins) (serial number:(B)(6)) and lead (serial number: unknown) were returned for analysis. Analysis found no significant anomalies of the ins, it passed functional testing. Analysis found no significant anomalies of the lead; the outer insulation was melted in the body of the lead which is consistent with electrocautery use in the proximity of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.